Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Activl explant occurred on (B)(6) 2018 at 3pm. The original activl surgery occurred on (B)(6) 2018. Contact learned about revision surgery this morning, (B)(6) 2018, when the doctor shared that his patient had an activl that migrated anterior into the abdomen from the l5-s1 disc space. This was confirmed by MRI and then during intraoperative fluoroscopy. No patient injury. No delay in surgery. Additional intervention required was migrated activl implant removed and alif fusion occurred on (B)(6) 2018. Activl artificial disc system is composed of 3 pieces, reported as concomitant products: sw981k / activ l sup.plate size m 6°/spikes, sw965 / activ l pe-inlay 8.5mm, sw986k / activ l inf.plate s1 size m 5°/spikes.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the manufacturing documents of each lot has been checked and found to be according to specification valid during the time of production. There are no further complaints with those lots at hand the last three years. Conclusion and root cause: the root cause of the problem is most probable usage and/or patient related. Rationale: because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: inadequate bone quality. Wrong system configuration selected by the user. Incorrect implant size chosen by the user. End plate formed too strongly by the user. Design layout unsuitable. No CAPA is necessary.